Manufacturer narrative:
The distal tab remains in situ. Neither photographs nor radiograph images were provided. The reported event cannot be confirmed at this time. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. Based on the information provided, a root cause could not be determined. If additional information is provided, a supplemental report will be filed accordingly. Labeling review: "warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components".

Event description:
It was reported the distal tab on a cannulated extended tab polyaxial reduction screw did not fully break off at the weld. Postoperative radiograph images revealed 15mm of the threaded distal tab remains attached to the tulip.

Manufacturer narrative:
H4. Model #: 15025-075-045. Catalog #: 15025-075-045. UDI: (B)(4).